Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) and similar incident reviews were not performed because no lot information was provided. Based on available information, the cause of the reported recurrent mr was unable to be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
(B)(4) - triluminate pivotal. Patient ID: (B)(6). Subsequent to the initial report, the additional information was received: on (B)(6) 2021, an xtw mitraclip had been implanted without an issue reported. The mitraclip remains in place without any device related tissue injury observed.

Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided. The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_946 - triluminate pivotal patient ID: (B)(6) it was reported that on an unspecified date, an unk mitraclip (s) was implanted to treat mitral regurgitation (mr). (B)(6) 2021, the patient was status post mitraclip procedure. The mitral regurgitation (mr) was noted at moderate. On (B)(6) 2022, a triclip procedure was performed for tricuspid regurgitation (tr) grade 5. Two xtw triclips (tcds0303-xtw, 20601r1042 and 20601r1043) were successfully delivered and deployed, reducing the tr to grade 3. Starting on 08/04/2022, recurrent mr was noted. By 08/18/2023, the mr had increased to moderate to severe. There was no device malfunction reported. There was no treatment and no additional hospitalization. The event was deemed unrelated to the triclip device. No additional information was provided regarding this issue.